Manufacturer narrative:
The field service engineer replaced split tubing on the cuvette wash station. Due to improper routing, the tubing was damaged. The root cause for the improper routing is not known. The investigation determined the service action of tube replacement resolved the issue.

Manufacturer narrative:
The creatinine reagent lot number and expiration date were requested, but not provided. The field service engineer found that the rinse water of a wash station were causing cells to overflow. Residue from liquid was dried and crystallized. The rinse water level was adjusted and a mechanical check confirmed the analyzer was working back within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine plus ver.2 on a cobas 8000 c702 module. The customer stated that other patient results were accompanied by flags indicating linearity issues. The sample initially resulted in a creatinine value of 3.09 mg/dl and it repeated on a second analyzer as 1.03 mg/dl.